Manufacturer narrative:
The pickup mechanism was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the pickup mechanism.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and did not reproduce the error. Fse resolved the complaint by replacing the hybrid arm pickup mechanism and verified with macro sequence, no errors occurred. Fse repaired and validated the analyzer by successfully performing quality control run without error and within package insert ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12dec2021 through aware date 12jan2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4273) hybrid cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty hybrid arm pickup mechanism.

Event description:
A customer reported error message ¿4273 hybrid cup transfer z-axis home overrun¿ on the aia-2000 analyzer. Prior to the call, the customer stated the error occurred the day before and is intermittently reoccurring on all samples including calibrations. The customer shut down the analyzer and software as well as performing an all set home operation, but error did not reoccurred; the error only reoccurs when processing samples, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.